Event description:
On 6/25/92 a failed bjork - shirley implant was explanted as an emergency procedure at munson medical center. This was implanted on 5/23/83 at the university of michigan hospital, ann arbor, michigan. The patient developed acute pulmonary edema on 6/25/92 and was taken to a nearby emergency dept. He was airlifted to munson medical center where immediate surgery was done. Patient did well following surgery and was discharged on 7/10/92. Echo done on 6/25/92 showed portions of the mitral valve floating in the left ventricle.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure, disc. Conclusion: device failed just prior to use, device failure directly caused event, device failure directly contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.